Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no adverse impact to the customer's blood glucose level. To address the issue, technical support decided to replace the pump and the customer planned to use multiple daily injections (mdi) as a backup.